Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation; therefore, the condition could not be confirmed nor duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number.

Event description:
Customer reported to baxter (B)(4) of a flo-gard IV solution administration set in which an operator observed a leak from an unknown hole. This occurred with an unknown medication, before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.